Manufacturer narrative:
The insulin pump passed self test and displacement test. Pump was received with intermittent down arrow button response due to corroded keypad traces. Keypad connector was fully locked. The pump was received with stained end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.